Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 12.0 x40, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a balloon pinhole leak 15mm proximal of the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a arteriovenous fistula. A 12.0 x40, 75cm gladiator elite balloon was selected for use. However, a pinhole was noted in the base of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in an arteriovenous fistula. A 12.0 x 40, 75cm gladiator elite balloon catheter was selected for use. However, a pinhole was noted in the base of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.